Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was elevated. As these alarms were not occurring at the time of contacting tandem technical support (cts), a system check to determine a possible cause of the alarms could not be performed. Additional information indicated that the customer may use the cartridge for up to 4 days. The insulin used was cold and the customer may be injecting syringe-air into the insulin instead of into the vial-air during load. Troubleshooting with cts using the current supplies found the pump functioned as expected.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.